Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise was observed on the rv lead. Noise was unable to be reproduced in clinic via lead provocation. It was noted that the patient welds often and was welding at the time of an episode. Patient was stable before, during and after the event.